Event description:
It was reported that the patient had a left ventricular epicardial lead placed. After the procedure, the patient developed a small left pneumothorax for which a chest tube was placed. The patient left the hospital several days later. The left ventricular lead remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.